Event description:
On august 23, 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter had a scratched display and segments missing from the characters on the display. On august 28, 2006, the med affairs specialist (mas) spoke with the pt to obtain and verify info. The mas also reviewed the recorded telephone call. For an unspecified time period in 2005, the pt noted the reported meter's display was scratched and there were segments missing from the characters of the displayed results. The pt stated she was unable to read the blood glucose readings; she stopped using the meter. During this time, the pt did not use any other device to test her blood glucose levels. On an unspecified date in 2005, the pt obtained the blood glucose reading of '128 mg/dl' on the reported meter. Following this reading, the pt was experiencing the symptoms of a headache, sluggishness and nausea. During symptoms, the pt obtained the result of '180 mg/dl'. The pt misinterpreted these readings to be as her expected values, and so took no action following the use of the meter. The pt scheduled a physician's office visit, and on that afternoon, her blood glucose level was tested to be 'in the 400s' mg/dl. The pt was treated with an insulin injection, and given a prescription for the oral diabetes medication amaryl (glimepiride). The pt had attended two parties that day, and had eaten too much food. During the time period, the pt had stopped using the meter due to the missing segments issue, she had continued to take her prescribed doses of medications. The pt takes the oral diabetes medications actos (pioglitazone) 45 mg and amaryl (glimepiride) 2 mg. The pt did not adjust any medication doses based on misinterpreted meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter had been dropped. The meter, test strips and control solution were replaced. The pt misinterpreted blood glucose readings on the reported meter. She later was found to be hyperglycemic and received treatment with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.